Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: during saving datas on dvd the dvd drive imploded. Single parts of the dvd drive flew several meters through the operating room. No one was harmed. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be minor existing crack on media that was used, which was exacerbated when trying to save . (B)(4).

Event description:
It was reported that broken pieces of the dvd drive flew across the room. No adverse consequences were reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that broken pieces of the dvd drive flew across the room. No adverse consequences were reported.